Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that patients left rejuvenate hip was revised. Patient was revised due to elevated cobalt.

Manufacturer narrative:
The patient is(B)(6) in height. An event regarding revision due to excessive metal ions involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to excessive metal ions is considered to be under the scope of this recall.

Event description:
It was reported that patients left rejuvenate hip was revised. Patient was revised due to elevated cobalt.